Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a blood glucose level over 400 mg/dl due to a bent cannula. Customer treated the high blood glucose level with a bolus, but received a no delivery alarm. Customer stated that the no delivery alarm was resolved by a complete set change. Blood glucose level at the time of the call was 240 mg/dl. The reservoir was not replaced or returned for analysis.